Manufacturer narrative:
After battery installation, the unit powered up with a blank display due to corrosion and rust inside the battery compartment and on the battery board underneath it. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank screen. Customer stated the display was not blank less than 30 seconds. Customer stated battery compartment was corroded and also had moisture inside battery compartment. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.